Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
After placement of a PICC line on a (B)(6) year old male patient, the line ruptured between the extension and the final connection. The patient required sedation and a new PICC line implanted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the device history record, documentation and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.